Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Additionally, customer was using apidra insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose (bg) went over 600 mg/dl with "dangerously high" ketone levels. Customer's father assisted in administering manual insulin injections and changing the pump supplies to address bg. The customer reverted to manual injections for insulin therapy.